Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate "shot up to an uncomfortable level with a motorcycle ride" possibly due to rate response of the implantable pulse generator (ipg). The device remains in use. No further patient complications have been reported as a result of this event.